Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing inhibition, therefore, the physician chose to explant and replace the device. In addition, there was indication of right ventricular (rv) lead oversensing and it was noted the patient continued to feel symptoms a week following the ipg replacement. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.